Event description:
An overstimulation sensation was reported. The patient was using his pp yesterday to adjust stimulation and increased, it continued to go up and then it was so high that he felt like his legs were going to come off of his body. When the patient tried to decrease or turn the stimulation off using the pp, the pp would not respond and then the screen started to blink. The patient changed the batteries but that did not resolve the issue. The patient experienced the overstimulation for about 35 minutes when he remembered that he could use the recharger to turn the stimulation off, which it did. The pp would not power up. Energizer advanced lithium batteries were being used. The patient removed the batteries to check for corrosion, but there was no corrosion and it was verified that the batteries were placed correctly. Different batteries, (B)(6), were tried but the pp still did not power up. Due to the incident from yesterday the patient was unable to use stimulation last night and as a result did not sleep. It was additionally reported that the pp did not get wet. Anomaly appears to have occurred through product use. No indication of patient harm. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).